Event description:
It was reported that a user experienced hypoglycemia after announcing a ¿less than usual¿ salad at a blood glucose of 83 mg/dl, after which the ilet delivered (B)(4) units and the user¿s glucose dropped to 54 mg/dl; the user treated with oral glucose and returned to 117 mg/dl within about 30 minutes, and the medical device problem and device component were not further characterized due to insufficient information. Symptoms included hypoglycemia and shakiness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.